Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and reported failure could not be confirmed or replicated. Visual inspection displayed no signs of physical damage. The hook was found to be aligned properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. There was no problem detected. Additional observation not reported by site: 1. The instrument was found to have a dislodged ceramic sleeve. No missing material. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting arcing issue, an investigation is in progress to determine the cause of this reported event. The permanent cautery hook instrument was returned to intuitive surgical, inc. (Isi) for evaluation; however, investigation is currently ongoing.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the permanent cautery hook instrument was not aligned correctly. Additionally, it was alleged that the instrument may have arced. The procedure was completed with no reported injury. No further information was provided at this time.